Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be specified and the air/water nozzle was not deformed. Therefore, the cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, section ¿3.2 inspection of the endoscope and section¿ ¿3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found connecting tube has a dent and scratch. Nozzle has foreign objects. Due to a pinhole on bending section rubber, water tightness is lost. Due to damage on right/left knob, right/left knob does not move smoothly. Adhesive on bending section rubber has a crack. Control unit has a scratch. Control unit is damaged. Right/left knob has a scratch. Lock engagement lever has a scratch. Paint on air water-cylinder is peeled. Paint on suction-cylinder is peeled. Switch box has a scratch. Plastic distal end cover has a scratch. Scope cover unit has a scratch. Indication on scope-connector is peeled. Scope connector has a scratch. Universal cord has a scratch. Control unit is damaged and has a scratch. Grip has a scratch. Scope cover has a scratch. Electrical-connector has discoloration due to water leakage. The foreign matter questionnaire found that the product was cleaned , disinfected, and sterilized before it was sent it to olympus. No idea about what the foreign matter was that was adhered to the endoscope. Unknown if there was any possibility that the endoscope was used for the procedure with the foreign material attached to it. No delay in the start of precleaning. The air/water nozzle was flushed with water and air. Endoscope was immersed in the detergent solution. There were abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle with the was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had physical defects of the insertion tube. Inspection and testing of the returned device found nozzle clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.